Manufacturer narrative:
The hospital will check the internal suction tubing for any occlusions or folds in the tubing that supplies vacuum to the suction regulator. No report of patient involvement.

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient involvement.